Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.